Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer experienced diabetic ketoacidosis (dka). A blood glucose level was not provided. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.